Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. B3. The date received by manufacturer has been used for this field.

Event description:
It is reported tubing kinked. Description: patient with primary and secondary line. Secondary bag became crimped. Vtbi pulled from primary. Pump alarmed, another rn responded. Other rn noted primary bag ran dry; sucked air through to distal end of pump (from bag spike to almost male luer between pump and patient. Full tubing is 320 cm; 126 includes as reported from their supply. They did not measure length of air. Air did not reach patient. Nurses were not at bedside to know when pump stopped pumping in correlation to alarm. Removed pump with line intact.